Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus was unable to identify the foreign material. Olympus could not conclusively specify the root cause of the foreign material remained in the device. Since the user conducted reprocessing in accordance with instruction for use (IFU) or not was unknown from the provided information, olympus could not specify the cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object inside the nozzle and plastic distal end cover. There was no patient involvement.